Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 implantable collamer lens, -6.0 tore during loading. There was patient contact with the lens. Reportedly the lens turned upside down and when the doctor tried to fix it, it tore. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5- additional information: the lens was implanted, removed, and replaced in the patient's left (os) eye intraoperatively. H3- device evaluation: the lens was returned in liquid in a vial. Visual inspection found that the haptic was torn. Claim# (B)(4).